Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Blood glucose (bg) level ranged from 300 to 500 mg/dl. After an alarm, the customer changed the supplies to resolve the alarm and delivered a correction bolus to address the bg level.

Manufacturer narrative:
The investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. However, a different issue was identified.